Event description:
It was reported that during a coronary stent procedure of a 99% stenotic lesion, crossing difficulties were encountered. It is unk if the lesion had been pre dilated. The physician had successfully placed two stents at the bifurcation and was attempting to advance the express 2 through the struts of one of the previously placed stents. The physician was unable to cross and after several attempts removed the delivery/stent device. Upon removal it was noted that the proximal end of the stent was flared. The procedure was completed with another MFR's stent. No pt injuries or complications were reported.